Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. At the end of a pulsed field ablation (pfa) procedure with a farawave catheter, the physician commented that a pericardial effusion was noted. No further information was provided.